Manufacturer narrative:
Please disregard earlier MDR report upon further review, it was concluded that this event is not reportable.

Event description:
Approximately 3 year(s) and 23 day(s) post-operative of a left tsa, the patient presented with disassociation of polyethylene after a fall. The patient underwent standard reverse with preserve stem revision surgery and the outcome of this event is considered continuing. The clinical report indicates that this event is possibly related to the device(s) and definitely not related to the procedure.

Manufacturer narrative:
Concomitant device(s): 300-30-08 - equinoxe preserve stem 8mm: (B)(6). 315-35-00 - glnd kwire: (B)(6). 320-06-42 - glenosphere 42mm: (B)(6). 320-15-02 - rs glenoid plate sup aug, 10 deg: (B)(6). 320-15-05 - eq rev locking screw: (B)(6). 320-20-00 - eq reverse torque defining screw kit: (B)(6). 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm: (B)(6). 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm: (B)(6). 320-20-38 - eq rev compress screw lck cap kit, 4.5 x 38mm: (B)(6). 320-20-42 - eq rev compress screw lck cap kit, 4.5 x 42mm: (B)(6). 531-78-20 - shouldr gps hex pins kit: (B)(6).